Event description:
The account stated sid6288974 generated a false elevated magnesium of 2.60 mmol/l on architect c16000 that repeated 0.95 mmol/l on the same analyzer and another analyzer. The account uses a reference range of 0.7 to 1.0 mmol/l. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Abbott field service performed carryover studies which revealed glucose reagent cross contamination as the probable cause for the discrepant high mg results. Field service resolved the issue by replacing the worn/damaged r1 mixer, ln 09d59-02. No further reports have been received subsequent to field service actions. A review of c16000 mixer historical complaint and trending data did not identify any systemic product issues. A review of the architect system operations manual revealed adequate labeling with regard to mixer maintenance and replacement and troubleshooting the customer's issue. A review of the magnesium assay package insert revealed adequate labeling with regard to specimen collection and handling, assay imprecision, and requirements for calibration and quality control. Based on the available information and testing performed by abbott field service, the discrepant high mg results were caused by a worn/damaged mixer that resulted in glucose reagent carryover into the mg assay. Replacing a worn or damaged mixer to resolve erratic and/or imprecise results is consistent with troubleshooting information provided in the operations manual. The device performs as intended when properly maintained; no malfunction is indicated. Based on the evaluation performed, neither a deficiency nor a malfunction was identified.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.